Event description:
A male pt underwent aaa repair in 2008. The pt's anatomical form was considered suitable for endovascular repair although there is a small tortuous between bifurcation of abdominal aorta and left common iliac artery. The procedure went as labeled. Final angiography showed a little kink of the left contralateral iliac leg. Another MFR's stent was placed at the kink using a balloon catheter, which resolved the kink. The physician commented that the kink of the left iliac leg was known as a possible complication because of the configuration of the pt's blood vessels. There was no obstruction of blood circulation due to the kink. Pt outcome is unk at this time.

Manufacturer narrative:
Event evaluation: still under investigation.